Manufacturer narrative:
It was reported that the solution was used after removal of a wound vac and "2 weeks later, redness & pus started to show on sternum". Cultures showed on (B)(6) 2023 pseudomonas aeruginosa and "infection encompassing around lvad". It was reported that "lvad needs removing and needs a heart transplant". At this time, the lot number received by the customer was not correlated to lot numbers under this recall number, however out of an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Infection after using solution.